Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-oct-2019 with the following findings:.during investigation, the pump returned with keypad without rubber cover. Ok contact is missing. Ok key is not responsive, contrast, down, up keys are responsive. Removed the plastic cover, found contamination under the all key contacts..unable to test bolus button due ok key is not working. Bolus button is intact. Unrelated to the original complaint, the display was found to be dim/faded. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.